Event description:
It was reported that the iab was in use on a pt with an acute myocardial infarction needing support in preparation for bypass. Blood was noted in the tubing, so the iab was removed and replaced. There were no pt complications.